Manufacturer narrative:
MFR received date: 29oct2019. The customer reported a noisy blower. A noisy blower does not affect the functionality of the vent. The unit will continue to function and ventilate the patient. Noise does not pose any risk of harm to the patient or user, therefore this problem is no longer reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an unknown noise. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019.

Event description:
The customer reported an unknown noise .there was no patient involvement.